Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and farfield oversensing of the left ventricular (lv) signals in the right atrial (ra) channel. Technical services (ts) was contacted and confirmed there is capture. However, ts also recommended following up with the physician to review lv sensing. This crt-d remains in service. No adverse patient effects were reported.